Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) looked at the unit on (B)(4) 2013, and he could not duplicate the problem. The fsr swapped out some printed circuit (pc) boards as a precaution.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia pump kept jamming while delivering cold cardioplegia. The occlusion knob could be turned almost a half a turn before it started occluding or un-occluding. It jammed several times before it was changed out. Per the clinical review, the device was not changed out. There was a slight delay to adjust the pump. The surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the patient. Per clinical review on (B)(6) 2014: a 4:1 cardioplegia kit was being used for this coronary artery bypass graft (CABG) x 2 procedure. Set-up and prime was without difficulty. During the initial cardioplegia dose, the roller pump jammed a couple of times and this delayed the cardioplegia dose by ten seconds. The occlusion was able to be adjusted during this ten second period and this dose and other doses were able to be delivered per requirements of the cardiovascular (cv) surgeon. The pump was not changed out for the procedure and the case was completed successfully without associated blood loss and without any observed harm of the patient. The pump was removed from the base and later serviced (after the procedure).